Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that post implantable pulse generator (ipg) system implant, they experienced painful electrical shocks at the same time every night for one week. The right ventricular (rv) lead and right atrial (ra) lead were re-positioned one week after implant. After the revision procedure, the patient reported experiencing dizziness and their "heart going into their throat" every night at the same time. The rv lead and ra lead remain in use. No further patient complications have been reported as a result of this event.